Event description:
It was reported that the user selected the option to start the registration, a communication failure occurred. The user shut down the device and tried to turn it back on but was obliged to turn it off by the main power supply. Upon restart there was a second communication error at the same point of starting the registration. The device was shut down again and restarted, and the registration was resumed with no further issue.

Manufacturer narrative:
The investigation confirmed that two controller errors occurred, but their cause cannot be determined. Event summary, device history record review and complaint history review did not identify contributing factors.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the user selected the option to start the registration, a communication failure occurred. The user shut down the device and tried to turn it back on but was obliged to turn it off by the main power supply. Upon restart there was a second communication error at the same point of starting the registration. The device was shut down again and restarted, and the registration was resumed with no further issue.